Event description:
This lead was implanted on (B)(6) 2010 and explanted on (B)(6) 2011 due to dissatisfied with product. Physician performed lead repositioning and wanted additional electronic pacing configurations. The physician was dr. (B)(6) at (B)(6) medical center (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).